Manufacturer narrative:
Method - device not returned; followed up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l2. During the procedure, the bone cement took approximately 20 minutes from the time of mixing to fully cure. It was noted that the bone cement was stored at 23 +/- 1 degrees c for 24 hours prior to use and mixed for 1 minute. The monomer and the bone filler devices were warmed prior to mixing and after the bone cement was loaded ready to implant. The operating room's temperature was 62 degrees f. There was a 15 minute delay in the procedure time. There was no bone cement extravasation or harm to the patient; however, the physician was not satisfied with the handling characteristics of the bone cement. The procedure was completed successfully. No additional information was reported.